Manufacturer narrative:
As noted, a correction was provided to the data included in the original medwatch report. Original results: (B)(6) 2015 inratio inr=1.4, (B)(6) 2015 lab inr=1.9, (B)(6) 2015 inratio inr=2.5. Corrected results: (B)(6) 2015 inratio inr=2.4 , (B)(6) 2015 lab inr=1.9, (B)(6) 2015 inratio inr=2.5.

Event description:
Correction to variance between the inratio inr results and lab inr results. The initial medwatch report stated that the inratio inr result on (B)(6) 2015 was 1.4. On (B)(6) 2015 inratio inr=1.4; (B)(6) 2015 lab inr=1.9; (B)(6) 2015 inratio inr=2.5. An update to the case indicated that the inratio inr on (B)(6) 2015 should have been a result of 2.4. On (B)(6) 2015 inratio inr=2.4; (B)(6) 2015 lab inr=1.9; (B)(6) 2015 inratio inr=2.5.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr results and the lab inr result. The results were as follows: (B)(6). Finger was being milked following the fingerstick.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In house testing on retained strip lot 376826a meets criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. The customer's incorrect technique may have contributed to the unexpected results experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.